Event description:
It was reported that the patient experienced diaphragmatic stimulation due to the right ventricular (rv) lead. Additionally, the atrial lead exhibited high impedances and a fracture. The rv lead was programmed off and a new lead was implanted on the opposite side. The atrial lead was capped and not replaced. No further patient complications have been reported as a result of these events.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 5076-58 implantable pacing lead (B)(6) 2003. (B)(4).